Event description:
While sitting on the bath bench the end user fell when the leg apparently bent. She suffered a head laceration that required sutures.

Manufacturer narrative:
The end user stated that while sitting on the bath bench, she noticed that it was wobbly. She slid down, hit her head on the bathroom door, suffered a head laceration and also chipped her tooth. The laceration was repaired with sutures. She did not report the incident until more than a month later and the sample was not retained for eval. It is not known if the end user assembled it correctly. The owner's manual states that it should not be used if wobbly. No photos were sent. The lot number is not known. We have not confirmed the issue or identified a root cause. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.